Event description:
It was reported that the patient was having issues keeping the ipg charged even after several attempts of troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the reported allegation that the patient was having issues keeping the ipg charged has been confirmed. The ipg was rapidly depleting after multiple charging attempts. The investigation confirmed that the asic chip was damaged, resulting in the reported allegation. Although no specific event was reported, based on findings in the ipg analysis data logs, there is a possibility that there was an unknown event in which the ipg was damaged.

Event description:
It was reported that the patient was having issues keeping the ipg charged even after several attempts of troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively.